Event description:
The patient had difficult anatomy: stricture and difficult angle. When the physician attempted to deploy the stent, it wouldn't deploy. The physician used another of same device, but deployment failure as well. The physician stated that the device could not get past the angle. This case is linked to a previous reported case (MDR registration number: 3003902943-2021-00044). This stent deployment case being reported was used with a stent that was previously reported for another case.

Manufacturer narrative:
It was reported that the stent would not deploy. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Manufacturer narrative:
It was reported that the stent would not deploy. As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. There were curve and kinking on the stent loaded part of the outer sheath, but it is not clear if the kinking occurred during transit or procedure. The stent was deployed towards the distal side from the normal stent loading position. Deployment was tried without pressure and it deployed well. In the inner sheath, curve and stretching was observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under the no pressure, it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, in which concentrated the force causing strong resistance and the outer sheath was detached in the end, resulting in deployment failure. In addition, based on the stent loading position and stretched inner sheath, it is considered stent recapture and inner sheath stretching occurred during the repeated pushing and pulling the pusher to deploy it. This complaint is assumed that it occurred due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.

Event description:
The patient had difficult anatomy: stricture and difficult angle. When the physician attempted to deploy the stent, it wouldn't deploy. The physician used another of same device, but deployment failure as well. The physician stated that the device could not get past the angle this case is linked to a previous reported case (MDR registration number: 3003902943-2021-00044). This stent deployment case being reported was used with a stent that was previously reported for another case.